Event description:
A home patient (hp) reported to a baxter technical service representative (tsr) that a system error 2240 occurred on the homechoice machine during dwell 1. The tsr instructed the hp to cycle the power on the homechoice, and then a system error 2367 occurred. Then the tsr advised the hp to start over therapy with new disposable supplies. During a follow-up with the hp regarding the reported problem, she stated that she continued therapy fine with the new supplies. She stated nothing unusual was noted with the supplies that could have caused the alarm. She stated that she had talked to her nurse regarding the alarm as well. The hp stated she has been continuing therapy and its going well overall. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for system error 2240 alarm was not confirmed and the cause was not identified because the disposable set was not returned to baxter for evaluation. The lot number was not provided; therefore, a batch review was not conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. A follow-up MDR will be submitted if additional information is obtained.